Event description:
It was reported that during the superion indirect decompression system implant procedure the spindle cap portion of the spacer implant broke. The implant was replaced with a new one and the procedure was completed successfully. The patient was doing well post operatively.